Manufacturer narrative:
The account replaced the fuse to resolve the issue.

Event description:
The account alleged that the bed has no power but has battery function. The account alleged that when the bed is running on battery power and he presses a function, the function will run even after letting his finger off the button. No patient impact.